Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6) 2014. The device is not available for analysis.